Event description:
It was reported that the el314 was used during a laparascopic cholecystectomy. It was reported by the affiliate that the applier was loose and lost clips in pt's body. 06/22/1998 received information from affiliate. The clips were not retrived from the pt.